Event description:
It was reported by the biomedical engineer that during an implant of bi-ventricular assist (bi-vad), when the lvad was initiated via top module on dual drive console (ddc), the rvad began pumping. Initially, it was confirmed that connections on back panel were correct and that the emergency selector valve was in "normal" position. Subsequently, it was found that internal pneumatic tubing for top model on ddc was connected to the bottom module port and vice versa. The pt was had pumped while biomedical engineer corrected the issue. Once reinitiated the pump functioned normal and case continued with no further incidents.

Manufacturer narrative:
Pt remains on bi-vad support. No further info is available at this time.